Event description:
The customer reported that she was hospitalized due to low blood glucose levels, with a reading of 40 mg/dl. The customer stated that she had been traveling, and when she got home, she passed out. The paramedics were called at that time. The customer stated that her doctor reviewed the insulin pump settings, and will be making changes to them. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.